Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: cracked/peeling insulation at shaft. Confirmed failure: burns on handle. Probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces, product used beyond defined useful life. Although the initial reported failure was not confirmed to be cracked/peeling insulation at shaft, the investigation of the device confirmed that the insulation on the handle was compromised. Mfg date: manufacture date is not known. (B)(4).

Event description:
It was reported that insulation was compromised.